Event description:
It was reported that during an unknown procedure, an instrument error sound was heard soon and then the blade was broken off outside of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/28/2008. Information anticipated, but unavailable at this time.